Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) with symptoms of extra cardiac stimulation. The health care professional (hcp) observed this patients chest contracting with paced beats along with possible atrial undersensing, observed on the surface telemetry monitor. Technical services (ts) reviewed noting no atrial sensed beats were observed on the presenting electrogram (egm). Right atrial and ventricular automatic thresholds were performed successfully. The hcp was transferred to have a local field representative paged for an in person interrogation. This device remains in service. No adverse patient effects were reported.